Event description:
Information received from the field notes that the patient was hospitalized with a ventricular rate of 40 bpm and no paced rh ythm with magnet application. The device exhibited pacing only during atrial or ventricular threshhold testing.

Manufacturer narrative:
H6 - final analysis found no output due to a non-functioning integrated circuit.